Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s display was solid white. The customer¿s blood glucose level was 175 mg/dl. The customer was able to rewind the insulin pump. The customer reported that the insulin pump received software error in history. The customer performed self test and it passed. The customer also reported blood at site of insertion. The insulin pump will not be returned for analysis.